Event description:
It has been reported to philips that the allura system would fail to x-ray. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system has x-ray problem. Review of the system log file showed that there was an x-ray generator errors. No further information regarding the issue has been provided as the complaint has been opened to provide support to the distributor. No service has been performed by philips as there is no response received from distributor. Later the issue reoccurred and rse confirmed the issue was with non-philips product. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable.